Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The root cause has been determined to be an electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported that there was a defective pcu (8015) keypad that resulted in the device not turning on. It was noted that there was no power light available. There was no patient harm. The issue was noted prior to patient use.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was a defective pcu (8015) keypad that resulted in the device not turning on. It was noted that there was no power light available. There was no patient harm. The issue was noted prior to patient use.